Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for other lot number is as follows: medical device lot #: 7067977, medical device expiration date: 08/31/2018, device manufacture date: 03/08/2017. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes were underfilling. No report of serious injury or medical intervention.